Event description:
Customer reported a failure code 810:11. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the device was evaluated at the facility by a baxter representative. The reported condition of failure code 810:11 was not confirmed and could not be duplicated. The device was placed back into service fully operational.